Manufacturer narrative:
The returned control pc board was installed in a reference ventilator for testing. Performed pre-use checks were passed successfully before and after the ventilation test. A simulate use testing was performed during several days, without any deviations/technical error codes noted. The reported problem has not been able to be reproduced in a laboratory environment. Evaluation of the device logs confirm the occurrence of the reported technical error codes during ventilation mode, followed by additional alarms which indicate that ventilation stopped. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. According to the device logs, the ventilator was set to standby and then back to ventilation by the user immediately after the event, the reported technical error alarms did not reoccur after that. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated technical error codes indicating disabled valves and internal memory error. There was no patient harm. Manufacturer's ref : (B)(4).